Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 5098576, model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patients portion of the lead was near in the skin. The patients skin got irritated and was explored. The patient underwent a revision procedure wherein the led was cut and explanted.